Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion), h11 corrected fields - h6(medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit and confirmed that the device did not transition to ac power when connected. The fse was informed that even if the ac cord is plugged in, it still runs on battery power. The fse replaced the ac reel cord (d012-00-1688-21). The unit is functioning as intended.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check by a medical engineer at the facility that the cardiosave intra-aortic balloon pump (iabp) was operating on battery power despite the ac power cord being connected. No patient was involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that even if the ac cord is plugged in, it still runs on battery power. The fse was informed that even if the ac cord is plugged in, it still runs on battery power. The repairs have not been performed and the hospital is considering whether to carry out repairs.